Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however, the difficult to position/remove the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations or difficult to position/remove the guide wire from this lot. It should be noted the trek rx coronary dilatation catheter instructions for use states: complete the following steps to prepare the trek rx coronary dilatation catheter for use: remove the protective mandrel from the flushing sheath. Flush the trek rx coronary dilatation catheter by attaching a syringe filled with heparinized normal saline to the flushing tool, insert the flushing tool into the distal end of the catheter, and inject heparinized normal saline into the lumen. Flush solution should be seen coming out of the guide wire exit notch located approximately 25cm proximal to the balloon. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: whisper es; guide cath: ebu. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The high torque whisper referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that a whisper guide wire was placed in an unknown coronary artery; however, when attempting to advance a 2.25 x 12 mm trek over the guide wire, the trek could not advance over the guide wire and during removal there was resistance and the proximal shaft separated outside the anatomy. The devices were removed and after dipping the wire it was successfully used with another balloon catheter. Neither the guide wire or the trek were prepped prior to use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.